Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm), remote arm controller (rac), and master tool manipulator (mtm2) due to instruments not working on usm3 and usm4. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The remote arm controller (rac) was returned for failure analysis due to issues with the vessel sealer and stapler. This was confirmed and replicated. In system logs, failure analysis was unable to locate any errors related to the original complaint. Failure analysis was unable to confirm if the issue occurred in the field. A visual inspection found no issues related to the reported issue. The rac was installed onto the golden system where the component functioned as expected. The system was run in the golden system where the component functioned as intended. Failure analysis could not confirm the original complaint. The master tool manipulator (mtm) was returned for failure analysis, and the reported problem, having an issue with our vessel sealer, was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) system where all tests passed within specification. Once testing was completed, the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration is consistent with the reported event and is the root cause of the reported event. The complaint was confirmed based on failure analysis. The probable root cause for the rac could not be determined. The root cause for the mtm is attributed to calibration. However, a possible root can be attributed an electrical component failure.

Event description:
It was reported that during a da vinci-assisted hartman's surgical procedure, the customer could not get the stapler and vessel sealer extend (vse) to work on universal surgical manipulator (usm)4. The customer reseated the sterile adapter and still the issue persisted. The technical support engineer (tse) reviewed the logs and identified the user attempted to use the grip release slider on the vse instrument while e-stop was not pressed. Also, the tse observed some e-100 faults. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was confirmed but not replicated. In system logs, an 31009 error was found indicating fault on the presence pins and/or radio frequency identifier (rfid) and dallas pod. Upon visual inspection, there is rust on the gear box that could be related to the reported event. The unit was installed on an in-house system where no errors related to the reported event occurred. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where no errors occurred related to the reported event. Failure analysis was able to conclude that presence pins, rfid and dallas pod to be the potential cause of the reported event

Event description:
Refer to h11 for follow-up information.